Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and was found to have dislodged. The patient was undergoing a procedure for an issue with the right ventricular (rv) lead. During that procedure, this lead was surgically abandoned and the lv port of the new device was plugged. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.